Event description:
It was reported that the device would not create an ice block and would give alarm codes 3008 and 30064 which pertain to the pt side pressure sensor. No pt involvement. Reference: (B)(4).

Manufacturer narrative:
(B)(4). A maquet field service technician investigated the device and found that a 4 amp netfilter was electronically damaged the following actions were executed by the field service technician to repair the device: replaced 4 amp netfilter; checked supply voltages; performed functional tests; verified that unit met factory spec's; checked unit using pcload; performed electrical safety tests. The device was returned to service. A supplemental medwatch will be submitted if new info becomes available